Manufacturer narrative:
Pending evaluation.

Event description:
It was reported by the legal department that this male patient's right knee was revised due to worsening pain and instability. Upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert.

Event description:
Correction-it was reported via legal documentation that this male patient had bilateral knee replacements on (B)(6) 2011. It is further stated that the patient suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information: b6, b7 & d8, e 3, & e4. ¿marked narrowing of the medial compartment of both knees¿ medial joint space narrowing most likely means that there is osteoarthritis on the inner side of the knee. H6. Investigation- based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. B5- the patient was not revised h6. Health effect - impact code, the patient was not revised.